Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2020 with patient identifier (B)(6). It was reported that transient ischemic attack (tia) and thrombosis occurred. Approximately 8 months after enrollment in the study a left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 31 mm watchman flx closure device with complete laa seal and deployed device diameter of 26 mm. Prior to the procedure, aspirin was administered and after the implant the patient was continued on aspirin and apixaban. The patient was discharged the same day. Three-hundred and twenty-one days post implant procedure, the patient experienced tingling in the legs, arms, and lips which lasted a few minutes in addition to increased blood pressure. The patient was diagnosed with a tia and oral medication was changed/adjusted to treat this event. Three-hundred and fifty-two days post implant procedure, the patient was evaluated at the protocol scheduled 12-month visit. Imaging revealed two thrombus on the atrial facing surface of the watchman device. The thrombus was pedunculated and non-mobile. Oral medication was changed/adjusted to treat this event.